Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (neck angulation greater than 60 degree, implanting without a bifurcate). (B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a migration and proximal type I endoleak. The aneurysm diameter at time of implant was 69x56mm and is currently 64x47mm in diameter. The aortic neck length was 10 mm and the degree of neck angulation was 60-80. It was reported that the patient, who has a short angulated aortic neck, had two other endovascular procedures where the other manufacturer¿s grafts had slipped into the aneurysm. On the second endovascular procedure, two of the other manufacturer¿s cuffs slipped into the aneurysm sac. The physician decided to implant an endurant cuff that was successfully deployed without issue and no endoleak was seen on the final angiogram run. On a follow up scan, there was no endoleak and aneurysm sac was stable. Approximately nine months later, there was a proximal type I endoleak with a type ii endoleak coming from the lumbar artery. However, the abdominal aortic aneurysm was smaller. The aortic neck is very angulated and it appears that the graft has pulled slightly away from the right wall of the neck. The physician is considering options for repair of the proximal type I however, no secondary procedure has been performed. No clinical sequelae were reported and the patient is being monitored.